Event description:
Same study as #6000089-2005-000156. It was reported that during a coronary artery drug eluting stenting procedure, on one stent the shaft broke and on a second stent prior to deployment, the shaft kinked. The lesion being treated was a 2.5mm 99% stenosed distal circumflex (dist. Cx) artery. The lesion was predilated. The physician attempted to place a taxus express2 2.5x12mm drug eluting stent in the dist cx., and the shaft of the stent broke. A dissection occurred at the target lesion and distal. It was reported that the stent and the delivery system were removed from the patient and a taxus express2 2.5x8mm drug eluting stent was attempted in the same lesion. Upon trying to place the stent, the shaft kinked. The stent and delivery system were removed from the patient. Then the physician placed a taxus express2 2.50x24mm drug eluting stent in the dist cx. Then the physician placed a taxus express2 2.50x16mm drug eluting stent in the dist. Cx with a 1mm overlap. There were no further complications. The patient was discharged 2 days later on plavix and aspirin.